Event description:
It was reported by voluntary medwatch, that the device over delivered insulin resulting in hospitalization. The complaint system was reviewed to identify if this was a previously reported event, no record was found. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.